Event description:
It was reported that during initial implant of an implantable cardioverter defibrillator, the set screw of the right ventricular port of the device could not be tightened after several attempts, despite the successful tightening of the right atrial and left ventricular ports. The device was not used, and a new device was implanted successfully on (B)(6) 2021. The patient did not suffer any consequences and was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of header anomaly could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event is a stripped rv df4 set screw due to implant damage.